Manufacturer narrative:
Evaluation of the returned device found a posterior foot break. The plunger, link, anterior needle and both cuffs were not returned with the device, therefore it was not possible to determine the root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
Device malfunction: posterior foot breakage. Time of malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. The device was found in the or supply room with no info provided other than "cuff miss, hemostasis achieved with second device or manual compression." There was no indication of any adverse pt event. During device evaluation on 11/06/2007 a posterior foot break was found. Though requested, no additional info was available.